Event description:
Procedure: hemicolectomy. According to the reporter: the device malfunctioned. A device fragment did fall into the patient and was retrieved.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/24/2014.

Manufacturer narrative:
(B)(4)